Manufacturer narrative:
Additional information and the return of the device were requested but not provided. No radiographs were provided thus a radiographic assessment could not be performed. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed. The device was not returned; thus device examination could not be performed. In summary, while osteolysis was reported, the condition of the device is was not provided, therefore, based on the paucity of information provided, it was not possible to determine the cause of the event.

Event description:
It was reported that an m6-c artificial cervical disc was removed due to osteolysis nine (9) years after implantation.